Manufacturer narrative:
Device was not returned. The device was not returned to edwards for analysis as it remains implanted. However, the device history record was reviewed and showed that this device met all manufacturing specifications prior to product being released for distribution. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to endocarditis or structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the device remains implanted and the condition of the device remains unknown. However, patient history includes contributing factors towards early stenosis due to re-do avr, age, gender and hypertension. Without return of the device, the clinical observation cannot be confirmed. If additional information becomes available, a supplemental report will be filed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that a second device, a 9300tfx 26mm, was implanted in the aortic position using a valve-in-valve procedure in a failing 25mm aortic pericardial valve. The implant duration of the original device at the time of the procedure was approximately eight (8) years and two (2) months. Both devices remain implanted. Through follow up with the health care provider, it was learned this device was failing due to severe aortic insufficiency and moderate aortic stenosis. Because of the patient's previous surgical history as well as the fact that the patient has extremely poor biventricular function, the patient was a very high risk for reoperation for avr. Therefore, the patient was a reasonable candidate for transcatheter aortic valve approach. After implant of the transcatheter valve, tee revealed excellent valvular function with no pvl. Patient tolerated the procedure well and was transferred to cicu in stable condition. Patient was discharged to home on pod-3 in good condition.